Event description:
It was reported to medtronic minimed experienced hyperglycemia with a blood glucose value of 250 mg/dl at the time of the event and reported a sensor glucose vs blood glucose reading mismatch. The event involved products mmt-7020lb, mmt-7841zn, and mmt-1884. Troubleshooting was performed and found that the insulin delivery was suspended due to the sensor glucose vs blood glucose difference. The blood glucose value associated with the triggered suspend event was 250 mg/dl and the sensor glucose value that triggered the suspend on low/suspend before low event was 52 mg/dl and the difference was greater than 30%. The document low limit in the sensor settings was 60 mg/dl. Troubleshooting was not performed for hyperglycemia. No further patient complications were reported. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested, and the customer's response was the device will be returned. It was unknown whether the customer will continue using the sensor and pump. No product return is required for mmt-7020lb. No product return is required for mmt-1884. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.